Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to fields: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for physical evaluation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image present on the monitor. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.